Event description:
Abbott libre 3 plus cgm sensor have seriously inaccurate readings then displayed the replace sensor message. I have the sensor now, but I expect that abbott will require me to return the failed sensor if they provide a replacement.